Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 10 false negative results were obtained. The customer stated that results were reported out, but there was no patient impact eua(B)(4). The following information was provided by the initial reporter: " discrepant negative cov-ag test".

Event description:
It was reported while testing for sars cov-2 10 false negative results were obtained. The customer stated that results were reported out, but there was no patient impact eua(B)(4). The following information was provided by the initial reporter: " discrepant negative cov-ag test".

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges discrepant results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088) invalid batch number 119793. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because provided batch number 119793 is invalid. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.